Event description:
Hospital started using a new siemens atellica analyzer, which uses a vanadate reagent for testing earlier this year. The older analyzer had used diazo reagent. One month later, there was an increase in rejection of newborn total bilirubin samples because of hemolysis. A short while later, there was a recognition of transcutaneous bilirubin results were no longer higher than total serum bilirubin. Approximately 2 months later, there was an increased biliblanket demand recognized in outpatient postpartum clinics as well as increased newborn hyperbilirubinemia readmissions to the nicu and pediatrics floor. Approximately 3 months later, extensive case review revealed that increased hyperbilirubinemia was not due to inappropriately early newborn discharge or lack of follow-up due to covid-19. Comparison of atellica vanadate assay versus the exl dizso assay showed a positive bias for the vanadate assay. The new assay (vanadate) used by the new analyzer made it appear that more infants had hyperbilirubinemia. Our bhutani nomograms had been created using the diazo assay. Clinicians saw more high total serum bilirubin levels and consequently more newborns were readmitted for hyperbilirubinemia this year vs. Last year. Many infants were admitted to the nicu with total serum bilirubin levels above exchange transfusion level. Multiple infants were treated with phototherapy. Only one infant was treated with exchange transfusion earlier this year- this was an appropriate treatment as the infant had a blood group incompatibility, had extremely high bilirubin in the first 24 hours of life and was symptomatic with neurologic findings. This issue was escalated to the region and system level. (B)(6) and siemens connected regarding the issue approximately 4 months ago. Plan: the older chemical analyzer with diazo assay remains in place as a backup and will be used for all neonatal total serum bilirubins (tsb). All other tsbs in the region will be couriered to two hospitals with the diazo assay. Siemens will provide diazo validated assay that works on the atellica chemical analyzer.